Event description:
Patient reports pump serial number (B)(4) needs to be replaced as it was dropped while patient was hospitalized about 2 weeks ago (exact date unknown) for excess fluid and issues with the IV line, which was replaced. Replacement pump was sent. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.